Manufacturer narrative:
(B)(4). The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, it was noted that the clips were not fed into the jaws in the next three actuations of the trigger; then the device was cycled and it fed and form one clip as intended. In the next four cycles the clips were not fed into the jaws, then two clips were fed and properly formed. The device was cycled and in the next four firings the clip was not fed; after another cycle the instrument fed and formed one scissored clip and two clips as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feedbar and the feeder shoe were found to be damaged causing the feeding issues. In addition, eight clips were found inside the clip track. No conclusion could be reached as to what may have caused the found damages. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip appliers malfunctioned and would not form a clip properly. There were no patient consequences. Case completed with a third device of the same product code.

Manufacturer narrative:
(B)(4). Additional device info: information anticipated, but unavailable at this time. Additional information: what shape were clips that did not form properly? N/a. Was cholangiogram done on procedure? No. Which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? N/a. Was the clip fully advanced into the jaws prior to firing? No. Were there any feeding issues experienced with the device? No. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? No. Was there any torquing or twisting of the device present at the time of firing? N/a. Was any unexpected resistance felt while firing the trigger? N/a. Were any unexpected noises heard? If so, when? N/a. Was clip fired over another clip or hard structure? N/a. Was the device fired after this incident in or out of the patient? Fired outside to see a good clip and then used to finish procedure.